Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (16.0 mg/ml at 6.007 mg/day), clonidine (600.0 mcg/ml at 225.27 mcg/day) and bupivacaine (30.0 mg/ml at 11.263 mg/day) via an implantable infusion pump. The indication for use was malignant pain. It was reported that after a pump replacement surgery the patient remained in the hospital due to weakness. The issue resolved without sequelae on (B)(6) 2018. No further complications have been reported as a result of this event.